Event description:
Caller reported a tandem mobi cartridge alarm occurring on february 21, 22, and 23. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump due to the recurring issue.